Event description:
The surgeon encountered a problem with a set of hype rasps, rasp number 5 rh 606 5, which got stuck in the patient's femur, resulting in a risk of femur fracture and longer operating times, with a high risk of infection. (This pi is for the event being reported for event date march 31, 2025).

Manufacturer narrative:
Reported event: an event regarding non-functionnal (the rasp was stuck got stuck in the patient's femur) involving a rh606 5 hype broach size 5 was reported. Conclusions: the reported device is an serf product. In the absence of product returns for technical investigation and feedback on the product lot code for documentary investigation, the cause cannot be established." Corrective action/preventive action: no action is required.

Event description:
No new information.